Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date is estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the omnilink elite had become stuck in the 6fr sheath. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided the device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Since the device was not returned for evaluation there is insufficient evidence to determine if a product quality issue, with respect to the design, manufacture, or labeling of the device, contributed to the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.